Event description:
Sheath kinked in two locations so we could not get a wire to the right radial coronaries. Had to go through the right groin instead. Manufacturer response for 6fr slender sheath, (brand not provided) (per site reporter). Emailed vendor rep.